Event description:
There was an allegation of questionable ldl-cholesterol plus 2nd generation results from the cobas 6000 c501 module. The initial result was 206 mg/dl. The repeat results were 105 mg/dl, 100 mg/dl, 101 mg/dl, 99 mg/dl, and 99 mg/dl.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. A precision check was performed. The field service engineer performed preventive maintenance and a hardware precision check. The investigation determined the service actions resolved the issue.